Event description:
A malfunction code 0 was reported on the pump, and it displayed a non-resettable malfunction code. There was no adverse impact to the customer's blood glucose level. As a corrective action, the customer decided to rely on multiple daily injection, and technical support planned to replace the pump.